Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that call from customer with a question initially about her advance 340 regarding the legs not staying open or stable in normal or in the wide position. In our conversation she nentioned that when using the lift it has tipped over, and fortunately they were near the bed so there was no injury, but it had fallen on to her and hit her in the shoulder. I confirmed what I thought I had heard and asked if that was correct that the machine fell on to her and hit her in the shoulder, which she confirmed. She did not appear to be in any pain or duress but rather just asking questions about her lift. I began gathering information for the incident report, and asked if the lift had been locked at any time, and she mentioned that she had just read in the instructions, and realized that the lift should not be locked during a lift, but she was using that lift with the casters locked. I did ask if she was okay as she did not say she had any injury to report. I informed her that the casters should be unlocked during use as this can restrict the free movement of the lift to properly adjust and maintain a stable lifting platform. I also explained the operation of the led open/closing foot pedal which she seemed to understand and did not suggest that that function was mal functioning. Complaint # (B)(4) was entered into our system.